Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with low threshold suspend. Customer's sensor glucose was 45 and blood glucose was 117 mg/dl. Troubleshooting was performed and when sensor was removed, it was bent flat against transmitter. Customer was educated on proper insertion techniques. Sensor would be replaced.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.